Event description:
It was reported, the pt is experiencing stimulation in a unintended area. Reprogramming attempts did not provide resolution. X-rays identified lead migration. The physician was informed. In turn, the pt has decided to not undergo surgical intervention and will revisit the issue if it becomes intolerable.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.